Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line which was unable to reproduced during evaluation. Air in line alarms were verified through a review of the event history log; however, it cannot be determined if the alarms were true or false. Evaluation found the symptom to be caused by a failed upstream sensor. The upstream sensor was replaced to correct this condition. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing on 12 february 2019 due to a false upstream occlusion alarm. Service evaluation verified the false upstream occlusion alarm. The cause was identified to be a failed upstream sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line. There was no known patient injury or medical intervention associated with this event. During evaluation of the returned spectrum infusion pump, the device experienced a false upstream occlusion alarm. No additional information is available.